Event description:
It was reported that the patient's right ventricular (rv) lead could not be implanted on (B)(6) 2025 due to a failure to advance the guidewire through the lead. The rv lead was successfully replaced. The patient was stable.

Manufacturer narrative:
The reported event of a stylet insertion issue was confirmed. As received, a complete lead was returned for analysis. A stylet insertion test was unable to be performed. X-ray confirmed the stylet was unable to be inserted due to the over torqued inner coil at the connector region. The cause of the reported event was isolated to the damage noted at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.